Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was presented in clinic for a routine exam. Upon interrogation premature battery depletion was noted. The device was explanted and replaced.